Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. A helix mechanism test could not be performed due to dried blood in the helix housing and tissue entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker migrated after implant. This right ventricular (rv) lead was visibly stretched on fluoroscopy. This rv was successfully explanted and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker migrated after implant. This right ventricular (rv) lead was visibly stretched on fluoroscopy. This rv was successfully explanted and a new lead was placed. No additional adverse patient effects were reported.